Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room (ER) visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that she did not remember much about the incident except that she had to take her daughter to the hospital. The patient's blood glucose had reached 365mg/dl while wearing the pod on her abdomen for longer than 48 hours. She also had large ketones. The patient was diagnosed with dehydration and was also experiencing a urinary tract infection. She was treated with two bags of fluids and antibiotics. The mother did not recall the name of any medications provided. No changes were made to the patient's insulin doses or pdm settings.